Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.